Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: in the process of removing trial liner from definitive acetabular shell, a piece chipped off the plastic liner trial. Confirmed it was a single piece, removed from the sterile field and surgery resumed. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that the pin trl lnr neut 52odx32id has broken at the edge. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, heavy usage during the assembly and disassembly process or unintended impaction forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 52odx32id would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a total hip replacement procedure, in the process of removing trial liner from definitive acetabular shell, a piece chipped off the plastic liner trial. Confirmed it was a single piece, removed from the sterile field and surgery resumed was surgery delayed due to the reported event? --> no, action taken when event occurred? --> fragment removed, surgery carried on, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- in the process of removing trial liner from definitive acetabular shell, a piece chipped off the plastic liner trial. Confirmed it was a single piece, removed from the sterile field and surgery resumed. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that a small piece broke form the pin trl lnr neut 52odx32id edge. Broken piece was not returned. No other anomalies were noted. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, heavy usage during the assembly and disassembly process or unintended impaction forces. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 52odx32id would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9. Corrected: h3.